Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2021). Device pending return.

Event description:
It was reported that some time post port placement, the catheter allegedly broken. It was further reported that broken segments allegedly embolized into into right atrium. The current patient status is good.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port MRI isp attached to a groshong catheter in two segments and a cath-lock were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation issues, as a circumferential split was noted on the proximal catheter segment approximately 11.4cm from the distal end of the cath-lock. A complete circumferential break was noted approximately 11.9cm from the distal end of the cath-lock. The edges of the complete circumferential break on both the proximal and distal catheter segments were noted to be jagged; one region of the break surface appeared granular while another was observed to be smooth. The circumferential split on the proximal catheter segment was noted to be jagged. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021), g3, h6 (device). H11: b5, h6 (method, result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the catheter allegedly broken. It was further reported that broken segments allegedly embolized into right atrium. Reportedly, surgery was performed to remove the device from the patient body. The patient was reportedly stable.